Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during colectomy functional end to end anastomosis procedure, the surgeon fired the device ,however the firing was stopped on the halfway and could not fire the device any more. The procedure was completed with another device. No injury to the patient.